Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with high voltage lead impedance (hvli) out of range alert. Upon review, the right ventricular lead exhibited high hvli. The impedance increased over the past year. The lead was reprogrammed. There has been no change to the patient¿s condition.